Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical trial. Clinical assessement on the day of enrollment indicated that the patient's qualifying condition was stable angina and patient was referred for cardiac catheterization. One 15mm long target lesion located in the prox cx with 90 % stenosis and a 3.0mm reference vessel diameter was randomized into the study. Treatment consisted of pre-dilatation and placement of a 3.0 x 16mm study stent, reducing the stenosis to 30%. There were no procedural complications and the patient was discharged one day later on protocol doses of aspirin and plavix. On day 1134, the patient presented to the emergency room with chest discomfort which has been going on. Patient experienced severe pain that awoke her from sleep. Patient reports severe pressure sensation in the chest beneath the sternum, towards the upper sternum with radiation towards the left arm. Chest x-ray demonstrated cardiomegaly. ECG revealed sinus tachycardia, nonspecific st-t wave changes. Patient's enzymes were elevated. Patient was admitted for cardiac catheterization which revealed the cx with 90% proximal stenosis just before and within the previously placed stent. This was treated with placement of a 3.5 x 23mm cypher stent reducing the stenosis to 0%. One day later, patient was evaluated for further managment of her rish for sudden cardiac death based on her low left ventricular ejection fraction. Electrophysiology consultation indicated lvedf: 20-25% with moderate left ventricular enlargement, inferobasilar akinesis, severe extensive inferoseptal, inferoapical and posterior hypokinesis. It was recommended to maximize the medical management for this patient over the next 6-8 weeks. Patient was discharged that day on continured asa and plavix. In theopinion of the physician, there was a possible relationship of tvr to study stent and no relationship of tvr to index procedure. In the opinion of the physician, there is a probable relationship of tvr to prior co-morbid condition.